Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a power loss alarm and keypad anomaly and/or stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was not able to clear the alarm. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. Buttons become responsive again after replacing the battery. The customer reported a loss of communication between the transmitter and the pump. The transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. The transmitter blinked when attached to the sensor and began communicating. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube). Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The transmitter was able to connect with the pump successfully. All buttons function properly.battery cycle 5.0 received the lowbatteryalert (104) on 06/02/2025 16:53:00 after more than 7 days at 12.35 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/21/2025 06:46:00 after more than 7 days at 12.77 days. Battery cycle 3.0 received the lowbatteryalert (104) on 05/08/2025 02:05:00 after more than 7 days at 11.56 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected power loss was not confirmed. Pump passed active and sleep current test. Customers alleged unresponsive keypad, and no communication was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.